Event description:
It was reported that a noise was heard from the laser console and then smoke was observed to be coming out of it. There was no patient involvement at the time the noise and smoke were identified. No further information is available.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported device smoking was confirmed as the blue capacitor on the voltage select board (vsb) and the connection of the chiller to the main control board (mcb) were damaged. It is probable that the device smoking was the result of the damaged capacitor on the vsb causing electrical overstress. Device service history record (DHR) review: the laser console was installed on (B)(6) 2015. It was last serviced on (B)(6) 2021 and found to be fully functional. Device technical analysis: the console was not returned for analysis. The console was serviced onsite by a field service engineer (fse). During visual inspection, the fse found the blue capacitor on the voltage select board (vsb) was damaged. A new vsb was installed. However, when the laser was turned on the new board also began smoking. The fse then found that the connection of the chiller to the main control board (mcb) was damaged. Labeling review: based on the information provided, there was no evidence that the console was used in a manner inconsistent with the labeling as per the greenlight lasers manual. Investigation conclusion: based on analysis results, a probable cause of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported device smoking was confirmed as the reason for the smoking and noise, audible was caused by an electrical fault. An electrical fault caused the power capacitator to blow on the vsb. This resulted in the reported smoke and noise heard. The field service engineer (fse) replaced the vsb and the same thing happened thus the fault condition was still present. The fse suspected another component as the cause of the issue; therefore, replaced the vsb, mcb, pdb, power transformer and lps . Although visual inspection did not identify physical damage to the lps, this would not turn on during functional testing. The fault condition was most likely caused by the lps. Device service history record (DHR) review: the laser console was installed on (B)(6) 2015. It was last serviced on (B)(6) 2021 and found to be fully functional. Device technical analysis: the console was not returned for analysis. The console was serviced onsite by a fse. During visual inspection, the fse found the blue capacitor on the voltage select board (vsb) was damaged. A new vsb was installed. However, when the laser was turned on the new board also began smoking. The fse then found that the connection of the chiller to the main control board (mcb) was damaged. The laser power supply (lps) was returned and upon receipt at our post market quality assurance laboratory, the lps was thoroughly analyzed. The lps is enclosed in a metal enclosure with no opening to inspect the inside of the unit. Visual examination of the lsp found it was in overall good physical condition. No physical damage was observed that could have contributed to the event; however, during functional testing, the lps would not turn on. The main control board (mcb), power distribution board (pdb) and power transformer were returned too. Visual examination of the mcb, pdb and power transformer found that they were all in good physical condition. Labeling review: based on the information provided, there was no evidence that the console was used in a manner inconsistent with the labeling as per the greenlight lasers manual. Investigation conclusion: based on analysis results, a probable cause of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a noise was heard from the laser console and then smoke was observed to be coming out of it. There was no patient involvement at the time the noise and smoke were identified. No further information is available.

Event description:
It was reported that a noise was heard from the laser console and then smoke was observed to be coming out of it. There was no patient involvement at the time the noise and smoke were identified. No further information is available.